Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reports right side removal with no complaint against the device. Later, patient reported "recall", "pain", and via ultrasound and MRI "multiple lobulations" and "peri implant fluid". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reports right side removal with no complaint against the device. Later, patient reported "recall", "pain", and via ultrasound and MRI "multiple lobulations" and "peri implant fluid". Device remains implanted.